Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A gastric perforation and pneumonia are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025 the patient had elevated c-reactive protein (CPR) levels and was admitted to the intensive care unit (ICU) with a suspected perforation. An abdominal CT scan revealed a gastric perforation and a lung x-ray for the anesthesia prep revealed pneumonia. On (B)(6) 2025 the patient underwent an unspecified surgical procedure in which the peg-j tubes were removed and duodopa therapy was discontinued. At the time of report, the patient remained in the ICU.